Event description:
Reported as "after some adjustments the patient was not losing weight. The surgeon noticed a leak nearby the stainless steel connector. After the port removal he confirmed the leak."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Medwatch sent to FDA on: 10/12/2007. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available, at this time, from the surgeon to determine the cause of the alleged event. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."